Manufacturer narrative:
B5: the lens was removed and replaced for a longer length lens. Reportedly, "patient currently sees 1.0 and is very happy.". Claim# (B)(4).

Manufacturer narrative:
H3: lens was returned dry in a microcentrifuge vial. Visual inspection found a haptic bent lens. Dimensional inspection found lens manufactured within specifications. Claim#: (B)(4).

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to reposition is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following a implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was later repositioned. The lens has still rotated and the lens remains implanted. If any additional information is received, a supplemental medwatch report will be submitted.